Event description:
Surgeon reported to synovis that one of his pts experienced dysphagia. The surgeon had implanted psd veritas and psd (apex) during gastric by-pass surgery. At 60 days post procedure, the pt complained of difficulty swallowing. An endoscopy was performed and a piece of psd was found within the lumen of the stomach. No intervention was performed on the pt and no new hospitalization. The surgeon reinspected the pt at an unk later date and found that psd was no longer there. Pt is doing well.

Manufacturer narrative:
Device migration is an unusual event. Migration of implanted buttress materials and surgical staples is most likely normal healing response to foreign bodies. The pt had no unusual complications requiring surgical intervention or rehospitalization. Device lot numbers not reported to MFR, therefore, MFR and expiration dates unk.